Event description:
It was reported that the vns patient was experiencing pain at the chest site, and a tingling sensation beginning at the chest site and propagating down the left arm. Additionally, it was reported that the patient was experiencing a "vibration feeling at the generator site." Diagnostic testing following the onset of the reported events revealed normal device function. The treating physician ordered x-rays to assess the device, and it was reported that the implanting surgeon reviewed the x-rays and "did not see anything out of the ordinary." Further information was communicated by the treating physician's office that the belief is that there is an infection present and has recommended removal of the device. Attempts to obtain additional information from the surgeon and treating physician have been made but have been unsuccessful to date.